Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump received with cracked case reservoir tube window corners, cracked reservoir tube, cracked reservoir tube window and moisture damage on electronics and motor assembly noted.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Customer reports there was fluid under the lcd display. It was also stated that the clear part of the reservoir compartment was crack. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.